Event description:
It was reported that the patient with this artificial urinary sphincter experienced slight incontinence. It was noted that the device stopped working. The device was explanted and replaced. No further patient complications were reported.